Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Related manufacturer report number 1627487-2019-08346. It was reported that the patient underwent a procedure for an unknown reason in where the implantable pulse generator (ipg) was explanted and a portion of the lead was cut and left in the patient. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08346.